Event description:
The company was informed that the patient presented with pain at the implant site and was treated with 10 days of augmentin. The patient was admitted to the hospital 3 weeks later due to swelling at the implant site. A small incision was made at the implant site, pus and a prolein knot were removed. A sample of the pus removed was sent for culture. The patient was released from the hospital and placed on 3 weeks of cindamycin and linezolid. The patient has resumed device use.